Manufacturer narrative:
Complaint confirmed, one of the blue adapter tabs broke off and was not returned. A likely cause of the vent is user-applied mechanical forces.

Event description:
On(B)(6) 2022, it was reported by a sales representative via sems that (ar-9165cdg baseplate impactor blue plastic tip is broken this was discovered during a procedure. Patient was not affected and case was completed without further issues.